Event description:
During an implant attempt of the subject lead, the physician reported a difficulty to completely insert a stylet into the lead. Upon removal, it was observed that the stylet broke the insulation of the lead.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.